Manufacturer narrative:
Concomitant medical product: 6947 lead implanted: (B)(6) 2002 product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer with no information after being explanted, and subsequently tested out of spe cification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had been explanted due to a heart transplant.